Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. Following predilatation using 2.5 and 3.0 non compliant balloons, a 48 x 3.00 synergy drug eluting stent was deployed to treat the lesion. The physician suspected a dissection in the proximal lad and deployed another stent to seal the dissection and successfully complete the procedure. The patient was stable and fully recovered.